Event description:
It was reported by the customer that a pyxis medstation es had a drawer failure. The customer stated that the malfunction happened when the user was trying to refill the medication, but there were complaints from the user struggling to get other medications from that drawer. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer slide rail issue. A field service engineer repaired the drawer slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.